Manufacturer narrative:
Concomitant medical products: 4965-35 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue. The right atrial (ra) lead exhibited a sudden drop in impedance and low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.